Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the extrusion. In addition, the electrode array was received incomplete. According to the information received from the field it might be possible that during explantation surgery the electrode was cut and the tip remained in the cochlea. However despite requested no further information has been received. This is a final report.

Event description:
It was reported that the coil of the implant extruded through the skin behind the pinna. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the coil of the implant extruded through the skin behind the pinna.